Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user had been experiencing air bubbles for a year. The user would remove air bubbles by priming the tubing. Reportedly, the user's blood glucose (bg) level was "probably" impacted. However, an exact value was not provided. Reportedly, the user would continue to use the pump until replacement pump is received. During a follow up with the user on (B)(6) 2017, the user reported that there was no impact to their bg level.